Manufacturer narrative:
On may 1, 2019, the biosense webster, inc. Representative confirmed that the provided lot # 17759304 is correct. Therefore, on may 14, 2019, follow up was performed with the manufacturer. The manufacturer has confirmed that the lot number it is valid and the device history record (DHR) was performed as per manufacturer information. Based on the device history record information, d4. Expiration date, and h4. Device manufacture date have been populated. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The biosense webster, inc. Product analysis lab received the device for evaluation on may 8, 2019, and it was it was noted that on initial visual inspection that there was no visual damage or anomalies observed. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference # (B)(4).

Manufacturer narrative:
Investigation summary ==> it was reported that a 67-year-old male patient underwent an atrial fibrillation ¿ persistent procedure with a preface® guiding sheath with multipurpose curve and it was reported that there was presence of a clot in the sheath. Initially it was reported that during the procedure a merit transseptal needle (tsn) was stuck at the end of the preface® guiding sheath with multipurpose curve introducer. This was also tested on a cook tsn with the same result. Delay and difficulty resulted in a great amount of clot forming inside the sheath. Surgery was delayed by 30 minutes due to the reported event. The sheath was removed, and clot was flushed out. The device was inspected, and it was found in normal condition. The vessel dilator was received fully inserted into the cannula sheath and neither impeded condition nor anomalies were observed. Then, a lab sample syringe, filled with water, was attached to the hub of the vessel dilator and successfully flushed. Neither resistance nor loosen material/ matter or blood clots were observed during the flushing procedure. Next, a guide wire lab sample was introduced through the vessel dilator and it successfully passed. Neither impeded nor resistance was felt or experienced during the insertion. Further investigation revealed that the inner diameter of the reduced distal tip area was confirmed misplaced from the transition radial proper position. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The complaint reported by the customer as ¿thrombus/ clot¿ was not confirmed since neither blood clots nor obstruction/resistance of any kind were observed on the device during the flushing and insertion/withdrawal test. Nevertheless, it was reported in the event description that transseptal needle got stuck in the end of the preface introducer during procedure. This inner diameter misplaced is related to the manufacturing process of the device. An internal action has been opened to investigate that the position of the fuse rod step is in the correct position. Manufacturer's reference # (B)(4).

Manufacturer narrative:
(B)(6). Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Manufacturing record evaluation (mre) review cannot be conducted because an unverified lot number (17759304) was provided by the customer. Product complaint #: (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an atrial fibrillation ¿ persistent procedure with a preface® guiding sheath with multipurpose curve and it was reported that there was presence of a clot in the sheath. Initially it was reported that during the procedure a merit transseptal needle (tsn) was stuck at the end of the preface® guiding sheath with multipurpose curve introducer. This was also tested on a cook tsn with the same result. Delay and difficulty resulted in a great amount of clot forming inside the sheath. Surgery was delayed by 30 minutes due to the reported event. The sheath was removed, and clot was flushed out. On april 9, 2019, additional information was received, and it was noted that apixaban was continued and no heparin was given at that stage. Heparin was given quickly post transseptal. Heparinized normal saline used as the irrigation fluid. There was no bleed back from the sheath. The issue of clot was assessed as a reportable event.